Event description:
It was reported that during service / maintenance, the bronchovideoscope failed the endoscope evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed, the distal end has burn marks. A root cause could not be identified. Olympus presumes that when high-energy endo therapy accessory is used without ensuring a sufficient distance from distal end, the event may occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report. The device was not returned to olympus; however, it was evaluated on site. Olympus will continue to monitor field performance for this device.

Event description:
No further information.